Event description:
An elderly male was having surgery for left shoulder impingement of rotator cuff. Dr. (Orthopedic surgeon) was using the stryker formula aggressive plus cutter (4mm) within the patient's joint area. The surgeon stated that he heard "a weird sound" and pulled the shaver out of the patient. Upon inspection of the device, he noticed that the tip of the shaver was sheared off. The surgeon was able to retrieve the tip. This is a reprocessed item. No detectible harm to patient. Item retained by hospital and will not be returned to the company.